Manufacturer narrative:
Siemens filed the initial MDR on 15-nov-2021. Additional information (19-nov-2021): the issue was resolved after replacing the sample mixer vertical motor on the atellica ch 930 analyzer and disabling donor method testing on the analyzer. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer observed an increased incidence of low enzymatic creatinine results on their atellica ch 930 analyzer. It is unknown if the discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low enzymatic creatinine results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer observed an increase in foaming errors on their atellica ch 930 analyzer (serial number: (B)(4)) compared to the other atellica ch 930 analyzers in their lab and noticed an increased incidence of enzymatic creatine results <9 umol/l. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran an auto align on the analyzer and suspected a sample mixer vertical motor issue. The cse replaced the sample mixer vertical motor on the analyzer, after which the vertical motor values recovered acceptably. Photometer functionality testing was performed, which recovered acceptably. Donor method testing has been disabled on the analyzer. Siemens is investigating the issue.